Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. Test strips were visually inspected and no missing or grey dots were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test her blood glucose because her adc test strips were defective ("some had missing dots, some had 3 black dots, some were gray"). As a result of not being able to test, the customer reported that on (B)(6) 2015 at 5pm she "felt dizzy, light-headed, and sweating a lot", and that she subsequently experienced a loss of consciousness. Her boyfriend brought her to a hospital, where she was admitted for 2 days. The customer reported she was placed on bed rest, advised to "drink a lot of water", and that her blood sugar was monitored. She denied receiving any medication. There is no report of death or permanent injury associated with this event.